Event description:
The customer reported that the side-firing fiber forward fired at 134,136 joules during prostate vaporization. The procedure was completed with a second fiber. The pt outcome was reported as "fine."

Manufacturer narrative:
(B)(4) refers to forward-firing of the side-firing surgical fiber; a request has been submitted.